Manufacturer narrative:
Additional information sections: b.3, d.6b, h.6. The recipient's device was explanted. The recipient will not be reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly unable to use the device due to pain. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma in (B)(6) 2024. The recipient was unable to use the device due to a wound at the magnet site. The recipient reportedly received medical treatment (type unknown). The recipient is presenting with pain and headaches. Magnet strength was adjusted, however the issues have not resolved.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device was reportedly discarded and will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.